Manufacturer narrative:
(B)(4). The returned product(s) wil not be analyzed for the complaint of infection as the allegation cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
T was reported the patient had not charged the ipg as recommended due to other health issues. As a result the ipg was inoperable. The patient also lost weight and the ipg had become superficial and painful. The patient underwent surgical intervention on (B)(6) 2016, at which time the physician identified an infection at the ipg pocket site. The physician explanted the ipg and washed out the pocket site. Cultures were taken and identified moderate (B)(6). The patient reported the pain at the pocket site has resolved. The patient may be re-implanted at a later date when the surgical site has healed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.